Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient is being considered for a revision due to the pin becoming dislodged approximately 18-19 years post-implantation. No revision has been reported to date. No further information has been made available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 0001825034-2017-08760. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is being considered for a revision for unknown reasons. No revision has been reported to date. No further information has been made available at this time.